Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a serious risk to the patient and that hospitalization, initial or prolonged, was required. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient dislocating three times prior to the revision surgery.